Event description:
It was reported that the patient presented with a non working artificial urinary sphincter device. During a revision surgery, it was confirmed that there was a crack in the cuff connecting tube. The cuff was explanted and replaced. There were no patient complications.

Event description:
It was reported that the patient presented with a non working artificial urinary sphincter aus device. During a revision surgery, it was confirmed that there was a crack in the cuff connecting tube. The cuff was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Correction to field g2: report source. UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Visual inspections of both the cuff and cuff tubing revealed no visible damage or abnormalities. Additionally, the cuff successfully passed the leakage test. The allegation of a hole or perforation could not be confirmed through testing. A risk review confirmed that the of hole or perforate is a known and documented risk in the products risk file. Several failure modes of the device could lead to a hole or perforation. These include, but are not limited to, a device malfunction. However, the available evidence was insufficient to establish a clear causal link. Based on the investigation, which included product analysis, product record review, and risk documentation, a clear probable cause for the event could not be established. Therefore, the conclusion code of cause not established was selected.